Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.50 x 12mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic examination identified there was no stent attached to the balloon when the device returned however crimped stent marks were visible with no signs of positive pressure having been applied. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 24jul2025. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified vessel. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during tracking, the device failed to cross due to angulation. The procedure was successfully completed with different device. There were no patient complications, and the patient condition was stable post-procedure. However, returned device analysis revealed that stent detached/separated.